Event description:
Device malfunction: none. Symptoms/ae: vasospasm. Time of symptoms: during procedure. It was reported that during a left internal carotid artery stenting procedure, after stent deployment, the patient experienced an asymptomatic vasospasm. The vasospasm was treated with intra-arterial verapamil with good results. One day post procedure, the patient was discharged to home. Although requested, there is no additional information available.

Manufacturer narrative:
The stent remains in the patient. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.